Manufacturer narrative:
(B)(4).

Event description:
It was reported that helium loss alarm occurred while in use on a patient. Therefore, the device was replaced by a back-up one in the hospital. After that, the therapy was continued without problem and no health injury occurred. Patient outcome: reported as being "good". No patient injury reported or patient complication.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device or recorder strips for investigation therefore the reported complaint of "helium loss alarm" is unable to be confirmed. The root cause of the complaint cannot be determined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The complaint will be monitored for any developing trends. It was reported that the customer continued to use the iab pump, even after it alarmed to show a helium loss. An in-service request has been initiated to follow up with the customer to address this.

Event description:
It was reported that helium loss alarm occurred while in use on a patient. Therefore, the device was replaced by a back-up one in the hospital. After that, the therapy was continued without problem and no health injury occurred. Patient outcome: reported as being "good". No patient injury reported or patient complication.